Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were not functioning on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and cleaning. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery handpiece device had a bearing defect. It was further noted that the device failed pretest for trigger function and free moving. It was noted in the service order that the device got very hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.